Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm performed runnint test at 130 bpm with internal trigger, the reported issue could not be replicated. The temperature sensor of the scroll compressor is going to be reconnected. Depending on the situation, either the scroll compressor or the temperature sensor, or both are required to be replaced. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an alarm sound then a system overheat message displayed and the iabp stopped. The iabp was switched with another one and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor and the temperature sensor were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and the temperature sensor, and no visual damage was observed. The technician then installed the scroll compressor and the temperature sensor into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The testing was performed with two depleted cardiosave batteries , a temperature sensor that was sent back by the customer, a cardiosave trainer set to 130 bpm, normal sinus rhythm, and a 40 cc balloon. The cardiosave pumped for 60 hours with no problem observed. The national repair center could not verify the reported failure of "error of over temperature". The scroll compressor is being scheduled for further testing by the national repair center. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an alarm sound then a system overheat message displayed and the iabp stopped. The iabp was switched with another one and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that even though the reported issue could not be replicated the scroll compressor and the temperature sensor were replaced with new ones. After replacing of these parts, running test was performed normally more than 3 days and there were no anomalies noted. The iabp unit was then returned to the customer and cleared for clinical use. The scroll compressor and the temperature sensor will be sent to the national repair center for failure analysis. A supplemental report will be submitted once the analysis is completed.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an alarm sound then a system overheat message displayed and the iabp stopped. The iabp was switched with another one and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (apr 2019 through jun 2020) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A senior repair technician at getinge's national repair center (nrc) reported that compressor will not require further testing, and that the compressor and temperature sensor passed testing. The compressor and the temperature sensor are been retained in the national repair center per procedure.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an alarm sound then a system overheat message displayed and the iabp stopped. The iabp was switched with another one and therapy continued. No patient harm, serious injury or adverse event was reported.